Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, occlusion test, self test, and unexpected restart error test. The pump passed all operating currents tested with in the specification range and passed the off no power test. The pump was monitored and tested with no blank display noted. It was noted that the pump was received with a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damage on the insulin pump included a cracked reservoir tube lip.

Event description:
The customer's wife reported via phone call that the customer was hospitalized but it was unrelated to diabetes and was pertaining to a medical condition. Caller stated that the customer is on medication that is causing his blood glucose to go up. In a previous call, the customer woke up in the morning and noticed a blank display on the pump. Caller stated that the customer's blood glucose was 202 mg/dl at the time of the incident. Troubleshooting was performed and the pump passed the self test. The customer's wife called back and they stated that the battery cap was determined to not be working. Customer was sent a replacement battery cap, but the pump is still having the same issue with the blank display. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan and to discontinue use of the pump.